Event description:
It was reported that the screw broke and part of it remains implanted in the patient.

Manufacturer narrative:
Alleged failure: screw broken, half remained in patient. According to biocomposites: customer complaint: in the acl procedure, drilling is done with a 9mm drill bit, the screw is passed and the biosteon screw is passed, and when the screw is being placed, the screw is billed without resistance or generating a noise. Investigation findings are: complaint could not be investigated as the initial complaint text was difficult to understand. Quality assurance coordinator (lr) requested a better translation on the complaint text to better investigate the complaint from stryker. Stryker confirmed they will be closing the complaint on their end and will not pursue the complaint. The suspected root causes are: n/a. The corrective action: no corrective action as investigation was not performed. The preventive action: n/a. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known h3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM biocomposites.

Event description:
It was reported that the screw broke and part of it remains implanted in the patient.